Event description:
Customer reported the system is continuing to fluoro after releasing the button. No pt injury was reported.

Manufacturer narrative:
Aro report. A ge representative evaluated the system and replaced the interconnect cable and connector. System operates as intended.